Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
No additional information was provided.

Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that a replacement of this right ventricular lead took place due to high pacing thresholds. A new lead was implanted. No information regarding the patient outcome was provided.